Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. C22908) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation done at the time of essure implantation" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included uterine enlargement and dysmenorrhea. Concurrent conditions included overweight, uterine fibroids and dysfunctional uterine bleeding. Concomitant products included biotin, colecalciferol (vitamin d), echinacea purpurea (echinacea), fish oil, fluoxetine hydrochloride (prozac), multivitamin and tocopherol (vitamin e). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine leiomyoma ("other injury(ies) or complication (s) please describe: symptomatic fibroids/ uterine fibroid worsened") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and weight increased ("weight gain"). On an unknown date, the patient experienced pain in extremity ("thighs pain"), abdominal pain lower ("lower abdomen pain") and pain ("waist pain/ cramps and pain in waist"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)) and surgery (dilation and curettage, hysteroscopic novasure endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, vaginal haemorrhage, depression, vaginal discharge, abdominal pain lower and weight increased outcome was unknown and the pain in extremity and pain had resolved. The reporter considered abdominal pain lower, depression, menorrhagia, pain, pain in extremity, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. (B)(6) 2013, pelvic ultrasound showed non-visualized endometrium. Right ovary not seen. Multiple uterine masses consistent with leiomyomas. Concerning the injuries reported in this case, the following ones were added from patient¿s medical records:uterine haemorrhage(confirming the event menorrhagia and vaginal haemorrhage) and medical device monitoring error. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet received. Reporter information updated. Concomitant medications added. Event uterine fibroid worsened was clubbed with previously reported event. Event weight fluctuation was replaced with weight increased. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. C22908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation done at the time of essure implantation" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included uterine enlargement and dysmenorrhea. Concurrent conditions included overweight, uterine fibroids and dysfunctional uterine bleeding. Concomitant products included biotin, colecalciferol (vitamin d), echinacea purpurea (echinacea), fish oil, fluoxetine hydrochloride (prozac), multivitamin and tocopherol (vitamin e). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine leiomyoma ("other injury(ies) or complication (s) please describe: symptomatic fibroids/ uterine fibroid worsened") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and weight increased ("weight gain"). On an unknown date, the patient experienced pain in extremity ("thighs pain"), abdominal pain lower ("lower abdomen pain") and pain ("waist pain/ cramps and pain in waist"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)) and surgery (dilation and curettage, hysteroscopic novasure endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, vaginal haemorrhage, depression, vaginal discharge, abdominal pain lower and weight increased outcome was unknown and the pain in extremity and pain had resolved. The reporter considered abdominal pain lower, depression, menorrhagia, pain, pain in extremity, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. (B)(6) 2013, pelvic ultrasound showed non-visualized endometrium. Right ovary not seen. Multiple uterine masses consistent with leiomyomas. Concerning the injuries reported in this case, the following ones were added from patient¿s medical records:uterine haemorrhage(confirming the event menorrhagia and vaginal haemorrhage) and medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. C22908) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and medical device monitoring error "novasure endometrial ablation done at the time of essure implantation". The patient's past medical history included uterine enlargement, dysmenorrhea and uterine fibroids. Concurrent conditions included overweight and dysfunctional uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine leiomyoma ("other injury(ies) or complication (s) please describe: symptomatic fibroids"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge"), pain in extremity ("thighs pain"), weight fluctuation ("weight gain / loss"), abdominal pain lower ("lower abdomen pain") and pain ("waist pain/ cramps and pain in waist"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)) and surgery (dilation and curettage, hysteroscopic novasure endometrial ablation). Essure was removed on 3-dec-2015. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, vaginal haemorrhage, depression, vaginal discharge, weight fluctuation and abdominal pain lower outcome was unknown and the pain in extremity and pain had resolved. The reporter considered abdominal pain lower, depression, menorrhagia, pain, pain in extremity, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: *approximate weight at the time of essure placement 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. 05apr2013, pelvic ultrasound showed non-visualized endometrium. Right ovary not seen. Multiple uterine masses consistent with leiomyomas. Concerning the injuries reported in this case, the following ones were added from patient¿s medical records:uterine haemorrhage(confirming the event menorrhagia and vaginal haemorrhage) and medical device monitoring error. Most recent follow-up information incorporated above includes: on 29-mar-2018: mr received. Historical condition, concurrent condition added. And event novasure endometrial ablation done at the time of essure implantation added from mr. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C22908) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("other injury(ies) or complication (s) please describe: symptomatic fibroids"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge"), pain in extremity ("thighs pain"), weight fluctuation ("weight gain / loss"), abdominal pain lower ("lower abdomen pain") and pain ("waist pain/ cramps and pain in waist"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine leiomyoma, vaginal haemorrhage, menorrhagia, depression, vaginal discharge, pain in extremity, weight fluctuation, abdominal pain lower and pain outcome was unknown. The reporter considered abdominal pain lower, depression, menorrhagia, pain, pain in extremity, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: vaginal haemorrhage, menorrhagia, depression, vaginal discharge, weight fluctuation, uterine leiomyoma, abdominal pain lower, pain, pain in extremity, device monitoring procedure not performed were added. Reporter, patient demographic information updated. Product batch number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.